Event description:
A female pt underwent a percutaneous endovascular interventional procedure in 2008 via a 6 french procedural sheath. Placement of the procedural sheath was at the right common femoral artery, however it was noted by the physician that during the initial access attempt, both the anterior and posterior artery walls were punctured. It was also reported that the pt's bladder was distended during the procedure. Peri-procedure integrilin was administered. At the end of the interventional procedure, the physician prepped and deployed a mynx vascular closure device to achieve access site hemostasis. Hemostasis was achieved in the cath lab and the pt was moved to recovery. While in recovery, the pt's blood pressure dropped to 40/20. A CT scan was ordered at which time a retroperitoneal bleed was confirmed. The pt was stabilized following a transfusion with 3 units of blood in addition to IV administration of dopamine and fluids. The pt recovered without further clinical sequelae.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. Based on the limited info provided, the root cause of the retroperitoneal bleed is unk, however contributing factors may have been noted the posterior wall stick. The mynx instructions for use states: do not use the mynx vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. There is no evidence to suggest that the mynx device did not perform as intended.